Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the buttons on the insulin pump were hard to press. Mainly the act button was hard to press. The belt clip broke. Customer's blood glucose was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. The pump was received with a cracked reservoir tube lip. Unable to confirm the broken belt clip due to the pump received without a belt clip.